Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was no deformation to the stent segments. There was no inflation evident to the device. The inner lumen patency was verified with a 0.015 inch mandrel. There was slight deformation to the distal tip. Negative prep was performed with no issues noted. The balloon was successfully inflated to 9atm (nominal pressure) and 16atm (rated burst pressure) and the stent deployed with no issues noted.

Event description:
It was reported that the physician was attempting to use an endeavor sprint stent. The lesion was not pre-dilated. It was reported that resistance was encountered when delivering the stent but no excessive force was used. The device reached the target lesion. There were difficulties trying to deploy the stent. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.